Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, the patient presented with pain, difficulty voiding urine, inflammation, incontinence, vaginal discharge, infection, scarring, and bleeding (date/s of onset and specifics unavailable)all other information, including the patient's current condition, is unknown and reportedly unavailable.